Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 02/06/2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted on (B)(6) 2017 at the buttocks. The reaction was described as red and had bumps. Affected area was treated with triamcinolone, prescribed on (B)(6) 2017. At time of contact, patient is good. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.